Event description:
It was reported via facility medwatch (medwatch form mw5151336), that the patients device was no longer working as intended. The patient underwent an explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.